Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6), 2012 as part of the (B)(4) study. According to the complainant, the patient underwent her first bronchial thermoplasty treatment to the right lower lobe. During the procedure, the physician removed the catheter from the patient to rinse the electrode array with saline. Subsequently, after rinsing the catheter with saline solution, the catheter handle icon on the controller flashed red. The physician removed this catheter from the patient and a second bronchial thermoplasty catheter was used to complete the procedure with no further issues. This complaint is being reported based on an event of upper respiratory infection requiring treatment with azithromycin. There is no associated product malfunction related to this adverse event. Following the procedure, the patient experienced several events, including throat irritation, abnormal chest sounds, decreased oxygen saturation and asthma exacerbation. The first event of throat irritation began immediately post procedure on (B)(6), 2012, as the patient presented with a sore throat. No intervention was required and the event was resolved that same day. The second event of abnormal chest sounds began post-procedure on (B)(6) 2012, was treated with 1 albuterol nebulizer treatment and resolved on (B)(6) 2012. The third event of decreased oxygen saturation began post-procedure on (B)(6) 2012. The patient's spo2 decreased to 86-87% while sleeping, was treated with 2 lpm of oxygen via a nasal cannula and resolved the same day with the patient waking up awake and alert. The fourth event of asthma exacerbation began on (B)(6), 2012, as the patient developed an increased cough post procedure. The physician noted that the cough had improved by day 2 follow up but was still continuing. On (B)(6), 2012, due to continuing cough symptoms, the patient was treated with a burst and taper of prednisone. Additionally, the patient presented with an upper respiratory tract infection, which was treated with azithromycin. The event of asthma exacerbation, including the upper respiratory infection, was resolved on (B)(6), 2012. No hospitalization or emergency room visits occurred from any of the events above. Baseline spirometry values: (B)(6) 2012: pre-bronchodilator fev1: 1.49; fev1 % predicted: 64.22; fvc: 2.72; fvc % predicted: 89.47. Post-bronchodilator fev1: 1.56; fev1 % predicted: 67.24; fvc: 2.87; fvc % predicted; 94.41.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2012 as part of the (B)(4) clinical study. According to the complainant, the patient underwent her first bronchial thermoplasty treatment to the right lower lobe. During the procedure, the physician removed the catheter from the patient to rinse the electrode array with saline. Subsequently, after rinsing the catheter with saline solution, the catheter handle icon on the controller flashed red. The physician removed this catheter from the patient and a second bronchial thermoplasty catheter was used to complete the procedure with no further issues. This complaint is being reported based on an event of upper respiratory infection requiring treatment with azithromycin. There is no associated product malfunction related to this adverse event. Following the procedure, the patient experienced several events, including throat irritation, abnormal chest sounds, decreased oxygen saturation and asthma exacerbation. The first event of throat irritation began immediately post procedure on (B)(6) 2012, as the patient presented with a sore throat. No intervention was required and the event was resolved that same day. The second event of abnormal chest sounds began post-procedure on (B)(6) 2012, was treated with 1 albuterol nebulizer treatment and resolved on (B)(6) 2012. The third event of decreased oxygen saturation began post-procedure on (B)(6) 2012. The patient's spo2 decreased to 86-87% while sleeping, was treated with 2 lpm of oxygen via a nasal cannula and resolved the same day with the patient waking up awake and alert. The fourth event of asthma exacerbation began on (B)(6) 2012, as the patient developed an increased cough post procedure. The physician noted that the cough had improved by day 2 follow up but was still continuing. On (B)(6) 2012, due to continuing cough symptoms, the patient was treated with a burst and taper of prednisone. Additionally, the patient presented with an upper respiratory tract infection, which was treated with azithromycin. The event of asthma exacerbation, including the upper respiratory infection, was resolved on (B)(6) 2012. No hospitalization or emergency room visits occurred from any of the events above. Baseline spirometry values: (B)(6) 2012. Pre-bronchodilator: fev1: 1.49, fev1 % predicted: 64.22, fvc: 2.72, fvc % predicted: 89.47. Post-bronchodilator: fev1: 1.56, fev1 % predicted: 67.24, fvc: 2.87, fvc % predicted: 94.41.

Manufacturer narrative:
Patient identifier: (B)(6). Patient weight: (B)(6). Study source: (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the array, thermocouple and solder appeared normal. The array expanded and collapsed normally. A visual analysis of the proximal/handle and electrical connector also appeared normal. There were no bends or kinks in the proximal shaft. Functionally, an ablation test was performed for three complete activation cycles and no issue was found. A review of the device history record (DHR) confirmed that batch 021010-174 and this specific catheter met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. As the returned device showed no evidence of any defect which could have contributed to this event, the root cause classification was determined to be not confirmed.